Event description:
The customer reported the system displayed an error message (mechanism timeout error) during surgery. The customer also reported an incident of poor aspiration during an unplanned vitrectomy procedure due to a posterior capsule (pc) tear. The customer stated that the system was not the suspected cause of the pc tear. The customer stated no info is available regarding the pt (identity status). The customer can't remember which pt it was when the incident occurred.

Manufacturer narrative:
The company service representative examined the system due to a reported error message (mechanism timeout error) and replaced the fluidics module to address the issue. It was stated by the customer the system was not the suspected cause of the pc tear. A review of complaints indicates that there have been no additional complaints related to the reported event. Complaint trending indicates no recent adverse trends associated with the complaint. The root cause of the reported pc tear is unknown. The error message is a known issue that is caused by the degradation of the poron washer. The risk mgmt report (rmr) for the infinite system addresses both irrigation and vent valves failures as existing potential hazards/harms. The initial software checks for irrigation/vent valve operation and reports failures as error codes which instruct users to take immediate action. These failures are adequately mitigated during priming and during a procedure. A CAPA was opened to address this issue. This issue was determined to not be safety related. This known issue was evaluated and a field service replaceable poron washer is being implemented.